Event description:
A freestyle libre 2 plus blood glucose sensor failed less than halfway through its 15 day life, with repeated errors resulting in it no longer functioning to report my blood glucose. I called the abbott freestyle consumer help line and was on hold for over 25 minutes. I hung up and filed a report online. I received an e-mail acknowledging my report the next morning, stating "if you are eligible for a sensor replacement, you will receive a separate email with delivery tracking information and can expect to receive your replacement product within 5 business days." Since then, I have received no call, no e-mail, and no replacement. As I result, I do not have an adequate safety margin with the products that I have (no spare, with my next order expected shortly). This is not acceptable for a medical device that is relied upon for maintenance of a healthy blood glucose level. Abbott should be ashamed of themselves, but since they have apparently offshored the consumer help line, this is hardly surprising.